Manufacturer narrative:
This supplemental report is being submitted to report the investigation results. The customer did not return the device for evaluation. The instruction manual contains the reprocessing methods recommended by olympus for the endoscopes and accessories listed on the front cover. "1.4 precautions" perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk". Equipment needed: leakage tester (mb-155). Occurrence cause/ root cause of the suggested event could not be conclusively determined. We judged from the investigation that the suggested event is not due to the scope itself. We presume from the event that the user was conducting reprocessing without fully understanding instructions for use. The device history review (DHR) showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer did not have the proper accessories and equipment for the manual leakage test as noted in the reprocessing manual for the model gif-h190. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that while giving a customer in-service, the endoscopy support specialist (ess) noted the customer did not have a maintenance unit (mu-1), used to perform the manual leak test on the scopes prior to manual cleaning. The ess was not able to train the customer on leak testing and the customer was not able to manually leak test the scopes prior to manual cleaning. They are currently leak testing the scopes in their evotech aer. The in-service was completed and addressed cleaning, disinfection, and sterilization per the manufacturer's instructions. The customer was advised to procure a mu-1.